Event description:
It was reported that the fiber heated and then burned the ureteral probe, which resulted in the laser fiber and ureteral probe being cut. Additionally, the operator received an electric shock in his right hand. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the operator outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone , MFR contact first and last name, MFR email address, h6 evaluation conclusion code.

Event description:
It was reported that the fiber heated and then burned the ureteral probe, which resulted in the laser fiber and ureteral probe being cut. Additionally, the operator received an electric shock in his right hand. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the operator outcome to date, despite good faith efforts.